Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urge incontinence, fecal incontinence patient reported that she thought the device had changed the settings on it's own and that they did not feel stimulation and thought the batteries were dead or had stopped working. Patient also reported fecal accident and diarrhea and she believes this is due to the antibiotics she was prescribed as she always has bad reactions to antibiotics. Additional information was received and patient reported that she had tingling that was feeling uncomfortable and that she had some numbness on her right side. No further complications were noted or anticipated